Event description:
It was reported that, "during the bha, the surgeon could not screw the impactor with the stem due to an idle running. Therefore, the surgeon used another impactor (B)(4) instead."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Should add'l info becomes available, the eval summary will be submitted in a supplemental report.